Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest tightness and discomfort occasionally. It was also reported that the patient had an electrocardiogram (ECG) which showed abnormal pacing. The patient was advised to go to the hospital for a device check. The device remains in use. No further patient complications have been reported as a result of this event.